Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). The sensation was noticed in the shin area of both legs. There was no known event that related to the initial shocking. Impedances were checked and were in range. When the nurse turned the ins back on the patient felt good stimulation. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Multi lead trialing cable model 355531, lot# n291731, implanted: (B)(6) 2011, explanted: na, lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, lead model 3777-60, serial# (B)(6), implanted: (B)(6) 2011, explanted: na, programmer model 37743, serial# (B)(4).